Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The customer's meter was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.3 inr. Qc 2: 3.1 inr. Qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the sta r max stago analyzer with neoplastine reagent. At 12:00 p.m. The meter result was 5.2 inr and within minutes, the laboratory result was 3.4 inr. The laboratory result was believed to be correct and all dosing decisions were based off the laboratory result. On (B)(6) 2019 the meter result was 5.2 inr and within 4 hours the laboratory result was 3.7 inr. The patients therapeutic range is 2.0-3.5 inr and tests weekly. The patient is "undergoing treatment for third degree burns- otherwise feeling normal."